Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female who underwent an unspecified breast surgery with a mentor smooth round moderate profile, 425cc saline breast implant experienced right-sided deflation post procedure. The mammogram and sonogram examination confirmed the issue. As a result, patient underwent removal on (B)(6) 2022. Note: patients left deflation reported in manufacturer report number:1645337-2020-13385